Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had exposed wires and the instrument expired prematurely. There was no report of patient involvement. Isi followed up with the initial reporter however, additional information could not be provided regarding event details. Instrument was sent to isi for evaluation.